Event description:
(B)(4). During menstrual cycle I now have extreme heavy bleeding. Headaches constantly, fatigue, malaise, weight gain, loss of sex drive, constant abdominal pain, pain during intercourse.